Manufacturer narrative:
The product was returned and the failure mode was confirmed. The bur was visually inspected for damages, and the red plastic proximal end of the drive shaft has broken off. Also, the proximal portion of the metal drive shaft has wear marks from interference. Unable to perform a functional inspection due to the broken plastic drive shaft. The probable root causes could: be excessive lateral force applied by the user causing the hub to break inside the hand piece. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an orthopaedic case, the tip came off of a 4mm tomcat scope right by the teeth causing an hour delay. Cr came to do an x-ray to get the tip out, tip was retrieved using a barrel bur. Then the barrel bur also had a tip break with no delay. Both pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an orthopaedic case, the tip came off of a 4mm tomcat scope right by the teeth causing an hour delay. Cr came to do an x-ray to get the tip out, tip was retrieved using a barrel bur. Then the barrel bur also had a tip break with no delay. Both pieces were retrieved.